Manufacturer narrative:
(B)(4). (B)(6). The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of device (b) found that it was received with the universal seal assembly and the obturator missing. Therefore, no testing could be performed to evaluate the incident reported. Device b: batch # unk. Missing universal seal assembly.

Event description:
It was reported that during a laparoscopic gastric band revision procedure, the device was leaking pneumo consistently throughout the case. Two other devices were changed out for the device used to complete the procedure. A second insufflator machine had to be used to maintain the flow. No adverse consequences reported.